Manufacturer narrative:
Additional information received that after further treatment of trying to remove the broken part; the broken part remains in the root canal. The broken part was incorporated into the filling. Investigation summary: the returned reciproc blue file r25 8/100 21mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1825667). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Device received for this event is being corrected from reciproc files 6x catalog # v040212021025 to reciproc blue files, 6x, sterile catalog # v040252021025.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part remains in the root canal. Further treatment is pending. Further information requested.